Event description:
It was reported that the system intermittently would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The hospital biomed replaced the isd board and the display adaptor during the service call. The system was found to be working as intended and put back into service.